Event description:
It was reported that cgm displayed error signal while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and cgm error did not appear again after reset, and customer was advised to call back if problem returned.